Event description:
A revision surgery was performed due to non-optimal fit of the components which placed stress on the rotator cuff as well as pain.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.